Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anti-tachycardia pacing and then a shock from the cardiac resynchronization therapy defibrillator (crt-d) due to atrial fibrillation with rapid ventricular response (af with rvr.) The patient's medication was adjusted and the device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.